Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had 0 cut on any setting. The event occurred during testing and there was no harm reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device had zero cut on any setting. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was november 14, 2013 where it was reported that the device was not working properly and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet and o-ring were replaced. This is not a related issue. Product review of the air dermatome was unable to be performed as the device was not returned for evaluation. The customer has decided to cancel their request for service. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The customer has decided to cancel their request for service. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.